Event description:
It was reported that a customer experienced no-flow during use of an unknown infusion pump. This occurred during priming with an unspecified amount of factor xi complex. A buretrol clearlink solution set was being used with the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.